Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
An event involved a set, extension where it was reported that the crack found at IV flushing connection port white port color in red while in use with patient. A crack may result in leakage, leading to loss of medication or exposure of the drug. There was patient involvement, and no patient harm reported.